Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The distal tip was not damaged. There was visible damage to the 11th and 12th stent wraps (segments) with numerous struts raised. A protective sheath of similar dimensions could not be loaded over stent due to the damaged 11th and 12th stent wraps (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a severely calcified and moderately tortuous rca lesion exhibiting 85% stenosis. The device was removed from its packaging as per IFU and inspected with no issues noted. The lesion was pre-dilated. It was reported that during delivery, resistance was encountered and excessive force used. The device could not pass through the lesion. Damage was noted on the stent struts. Therefore the stent was replaced with a new endeavor resolute of the same size. The physician commented that the stent might have passed through the open area which was created by a previously implanted stent. The case was completed without complication following post-dilatation. The physician commented that the event was due to use of the device in difficult lesion/morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.